Event description:
During an implant attempt of the subject device, the physician reported difficulties to connect the ventricular lead. The subject pacemaker was not implanted.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.